Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received from conversation with surgeon: the second patient was a right hemi-colectomy. The common opening was hand sutured. The surgeon stated that the staple line at colectomy, not the anastomosis, leaked. A blue reload was used. No ischemia noticed. The patient started presenting issues post-op day two and a reoperation occurred on post-op day 5 or 6.

Event description:
It was reported that during multiple procedures that in the last six months they have been experiencing leaks in the staple line one to two days post-op. The staple line failed post-operatively and caused an anastomotic leak. Re-operation required. Current patient status unknown.